Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking lactated ringer's solution from a cracked y-site during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the drip chamber. The reported condition was verified. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.